Event description:
It was reported, opened a kit and the scalpel was unsheathed - the sheath was halfway down in open position. It did happen during patient care - no one was poked or injured, it was noticed and the sheath was placed in safety position until it was used. No other information was provided. It was reported this occurred with two devices. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.